Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as a backup therapy while tandem technical support arranged for a replacement pump.